Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and the insulin pump alarmed a button error. The customer¿s blood glucose level was 300 mg/dl at the time of the incident. The customer¿s current blood glucose level was 282 mg/dl. The customer change the pump to a backup pump and then the blood glucose had been high. The customer treated high blood glucose with 8-10 u insulin. The customer will be calling back to perform a high pressure test. The insulin pump will not be returned for analysis.